Event description:
On (B)(6) 2021, rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred following implantation of a rayone emv rao200e. The event description provided states that "the patient has 2 emv iol´s implanted. The right eye has the slightly opacified iol, the iol in the left eye is perfectly clear. Unfortunately the patient has had a bilateral postoperative prolonged slight iridocyclitis resulting in early slight pco formation and fibrosis of the rexis and cme in both eyes.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided by the heathcare facility states "the patient has 2 emv iol´s implanted. The right eye (rayone emv+17,0d sn(B)(4) lot:041167478) has the slightly opacified iol, the iol in the left eye (rayone emv +18,50d lot021165579 sn(B)(4)) is perfectly clear. Unfortunately the patient has had a bilateral postoperative prolonged slight iridocylitis resulting in early slight pco formation and fibrosis of the rexis and cme in both eyes. The cme has resolved though after prolonged treatment with dexametason and diklofenak drops". The healthcare professional reports that the patients visual acuity is still slightly affected in both eyes but is better in the eye with the opacified lens. The healthcare professional when describing the presentation of lens opacification stated "there is a clear zone in the center of the iol and almost glistening-like changes on the lens surface in the periphery and midperiphery. The lens material itself is clear, the changes are only on the surface and have not increased over time". The root cause of the presentation of lens opacification has not been established in this case. Rayner is continuing to follow-up with the healthcare facility to obtain additional information to facilitate further investigation of the event.